Manufacturer narrative:
Event description update: small update that patient had regurgitation. An event of torn leaflets was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient was admitted to the hospital for aortic stenosis and regurgitation. On (B)(6) 2018, the 23mm trifecta was replaced with a 21mm perimount valve. During explant, the 23mm trifecta valve was observed with a torn leaflet and small damage / tear on another leaflet. There was no evidence of endocarditis. The patient was reported stable and discharged.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient was admitted to the hospital for aortic stenosis. On (B)(6) 2018, the 23mm trifecta was replaced with a 21mm perimount valve. During explant, the 23mm trifecta valve was observed with a torn leaflet and small damage / tear on another leaflet. There was no evidence of endocarditis. The patient was reported stable and discharged.